Manufacturer narrative:
This product does not have an expiration date. Eval summary - this instance is a known failure. The o-rings became damaged due to customer misuse by not installing the sterilizable covers properly. By not depressing the engagement button prior to removing the handle, damage is caused to the o-ring and can potentially cause the o-ring to not function at all. Another suspected root cause of o-ring damaged is application of chemicals to the inner handles for cleaning. Some of the chemicals used can potentially cause degradation in the o-ring material. The o-ring for this device was thrown away by the hospital staff and therefore, no further investigation can be performed. This is not a single use device.

Event description:
It was reported that an operating room had a light handle for led light heads with a broken "o" ring. It was further reported that the light handle cover will not stay locked into place. There was no pt involvement nor adverse consequences.